Event description:
It was reported that seven to eight weeks prior the patient's left lead was explanted due to infection and potentially eroding through the patient's skin. The patient was treated with antibiotics prophylactically for six weeks, tested for an infection, and none was found. The patient's physician decided to implant the patient today with a new lead. The patient was doing well now and getting great relief. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for off-label indication. The indication device used for was occipital neuralgia. Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: yes. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).